Event description:
It was reported that an ilet pump¿s display separated from the device and the screen went black with visible wiring, leaving the user unable to interact with the device or announce meals while insulin delivery continued; the problem involved the display component and reflected a device bonding failure. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a stress-related problem affecting the display assembly consistent with a loss or failure to bond in the display component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.